Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade failed to return after sureform 60 stapler instrument was used. The reload could not be removed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive sureform blue reload accessory to perform failure analysis. The accessory was analyzed and found to have the knife exposed within the knife track towards the distal end. Additional observation(s) : the reload was found to have cartridge damage. Pieces measuring approximately .3465" x .1055" were missing at the distal end of the cartridge. The reload and the shuttle were fully deployed. Intuitive surgical, inc. (Isi) also received the associated sureform 60 stapler instrument to perform failure analysis. The instrument was found to have no defects and was fully functional. There were no device related failures.